Manufacturer narrative:
Investigation conclusion: complaint is confirmed for damage to the rcsp cannula body balloon. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual inspection showed evidence that the balloon was damaged. The reason for return was confirmed. The device was cleaned using a 10% bleach solution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an mircsp cannula, the customer reported that the cannula was successfully used during the procedure, but when removing the cannula from the patient's heart, a catch at the tip of the balloon was felt by the physician. When it was pulled out, the balloon part of the device was torn, and a defect was found. The physician who used the product recognized that it might have been caught during the procedure. The physician checked if some of the material from the tip of the balloon remained in the patient's body, but none was found. There were no adverse patient effects associated with this event. Additional information: no interventions were required to remove the cannula. Since it was confirmed that the balloon part was torn, the customer checked the thoracic cavity to determine whether any of the cannula remained in the patient. The customer concluded that no cannula remained in the patient. There is a cognition from doctor that "maybe it was hooked by a thread needle".